Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 458 (mg/dl). Customer changed infusion site and administered a manual injection to treat bg levels; however, bg levels continued to elevate. System check with tandem technical support indicated pump was performing as intended. Customer changed infusion set and administered a bolus which stabilized bg levels to 188 (mg/dl). Recommendation was made to continue to monitor bg levels regularly. Customer declined further follow up or assistance.